Event description:
Reporting status: serious injury/required intervention. Reporting rationale: difficult to deploy requiring medical intervention. Device issue: failure to advance/difficult to deploy. It was reported via a trial, that during direct stenting of the mid rca, the xience v stent me resistance and could not cross the severe bend in the proximal portion of the lesion. The device was removed that the lesion was dilated with another company's balloon. The stent was re-inserted, crossed the lesion and was deployed without difficulty; however, post deployment there was a severe waist noted and what appeared to be a flap proximal to the stent. Another xience v stent was deployed proximal to the first and overlapping. Repeat angiogram showed excellent results. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. It should be noted that the xience v instructions for use (IFU) states: pre-dilate the lesion to be treated. It was reported that the device was re-inserted into the anatomy. It should also be noted that the xience v IFU states: each stent is for single use only. Do not resterilize or reuse this device in this case, a conclusive cause for the reported difficulty to deploy could not be determined and the failure to advance appears to be related to the operational context of the product. Additional results codes- product performance engineering could not determine a cause for the difficulty to deploy.